Event description:
It was reported that during a right-side procedure, 3.2mm Guide wires will not go through the Lag Screws/Helical Blades. They get stuck a few mm in. Devices were discarded. There was no reported patient or user harm. There was a ten minute surgical delay.

Manufacturer narrative:
PRODUCT COMPLAINT #(b)(4).This report is being submitted pursuant to the provisions of 21 CFR, Part 803 (and/or Part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Additional Narrative:D4: UDI: As the catalog/model number was not provided, (01)GTIN is not available.H3, H6: The device lot number is unknown, therefore a Device History Review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.The product was not returned to DePuy Synthes, however a video was received for review.The video was reviewed, however only one guide wire and a screw blade were observed intending interaction. Therefore, the investigation could not draw any conclusions about the reported UNK - Guide/Compression/K-Wires event due to the insufficient evidence provided.As the device was not returned, an as-received condition could not be assessed, and a Dimensional Inspection and Document/Specification Review were not completed.The overall complaint was not confirmed as the video attached was insufficient to draw a conclusion about the reported event.Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of DePuy Synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.